Event description:
It was reported that this pacemaker system exhibited far-field oversensing of the ventricular signal on the atrial channel for which the sensitivity had been programmed higher. This patient experienced atrial fibrillation (af). During this episode, there was under-sensing of the af signal. Causing many atrial tachy response (atr) events to be stored. Clinician stated that the physician has been made aware of this. Currently, this pacemaker system remains in service.